Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor: 12/5/2014, electrode belt: 11/17/2011.

Event description:
A us distributor contacted zoll to report that a french patient passed away. It was reported that the patient was taken to the hospital after being treated by the lifevest. Review of the patient's download data revealed that on the day of passing, the patient was inappropriately treated by the lifevest. At 4:09:38 am, the patient received the treatment. The patient's rhythm at the time of the treatment was atrial fibrillation (af) at 110 bpm with tall t waves, the post-shock rhythm was af at 60 bpm with tall t waves. Double counting contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. Ems was called and the patient was taken to the hospital. It was reported that the lifevest was removed while the patient was in the hospital by medical staff about 30 minutes prior to the patient's passing. Reporting this event out of an abundance of caution as the patient was inappropriately treated within 24 hours of passing.